Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the precision neo meter were reviewed and the dhrs showed the precision neo meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and confirmed that precision strips showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "15 days ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported receiving incorrect readings on the adc device. On (B)(6) 2022, customer reported that due to a delivery issue involving the replacement product, they were unable to test and therefore experienced hypoglycemia. Customer experienced tremor in hands, tingling, sweating, distress and dizziness and required treatment of sugar water and sweet meal by his wife. There was no report of death or permanent injury associated with this event.